Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for episodes of non-sustained rv oversensing were received via merlin.net. Loss of capture was observed on the ventricular lead. Patient is scheduled for follow-up.